Event description:
Nurse heard ventilator alarming, went to pt's room. Ventilator screen said safety valve open - manually ventilate pt. She began bagging the pt and called the therapist to the room. The pt was removed from this ventilator and placed on another one. Ventilator gave device alert inop. Code #xb0074.